Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports for the past couple of months she have been having issue charging her implant. Patient indicated she do not use a recharging belt, but tug it into her pants. Patient indicated she have been charging for 30-45 minutes and the charge level have not moved. Caller reports currently her charged level at: controller 70% ins: red patient reports she is now charging with excellent coupling suggest using a tighter pants, abdominal binder or recharging belt. Patient indicated she do not have a recharging belt. Email sent to repair. No symptoms were reported. Pt called back in and reported that they were not able to recharge their implant. Pt stated they could not figure out how to use the belt. During the call pt was not able to get above a poor recharge quality even after agent reviewed proper recharge quality. Agent sent a request to repair to replace the controller. Pt called stating the controller battery and the ins battery are showing 100%. Pt connected to the ins and the controller is showing the ins is turned off. Pt turned stim on. Pt will call back if they need further assistance. Pt called back and stated that they received the replacement controller and commented that they did not receive a new battery pack. Pt reported that they were attempting to charge their implant (ins) but cannot go further than checking the recharger message. Agent had pt remove and reinsert battery pack. Agent had pt clean recharger pins and blow air on the controller port. Pt connected the recharger and reported excellent charge quality, controller 100%, ins low/red battery. The troubleshooting steps that were taken on the call resolved the issue. Patient called back stating the screen was once again freezing on checking the recharger and they were unable to resolve with previous troubleshooting steps of resetting and cleaning components. Agent sent request to repair for replacement controller. Patient called back and repeated previous documented information. Patient mentioned they usually charge their implant in the morning and they've been sitting for hour and a half but the implant was not charging. Patient said the issue also happened before and its been on and off. Patient also mentioned the controller was fully charged at 100% but it started to go down while they were trying to charge the implant. Agent had patient to reset the controller. Patient confirmed no visible damage on the controller port, recharger paddle, cord and pins. Agent had patient to clean the connections pins. Patient said they usually blow in to charging port before they recharge the implant. Patient said they always put the middle part of the paddle over the implant when recharging. Patient also said they cant use the charging belt, they cant make it to work and mostly it works before all the time. When patient plugged in the recharger to the controller they saw poor recharge quality message after they press retry. Agent reviewed recharging best practices. Patient denied having recent fall, injury in the implant site and weight gain. Patient said they have pain, they cant tell if its the implant or a 'sciatic nerve kind of pain' and it all seems to be in a same place. Agent told patient to unplug and re-plug the recharger then patient said the controller was flashing green but the screen went to poor recharge quality. Troubleshooting steps taken on the call didn't resolved the issue agent sent a request to replace the recharger. Patient(pt) called back stating the controller was not working properly and was not charging the implantable neurostimulator (ins) adequately over the past few days. The 'poor recharge quality' message persisted, which began before patient(pt) fell last month; pt clarified the fall did not occur near the ins location. Pt mentioned using thin clothes during ins charging. Pt confirmed no visible damage to the controller port, recharger antenna, or recharger cord. Agent instructed pt to clean the pins on the recharger cord and blow air into the controller port before connecting the recharger. Pt reported continued 'poor recharge quality' message and observed the controller at 80% and ins at 100%. Pt commented that the ins battery has remained at 100% for an extended period, which was unusual. Pt suspected a problem with the controller, believing the controller was not accurately reading the charge on the ins. Agent discovered the stimulation was off and had pt turn on stimulation and avoid charging the ins. Agent provided education and advised pt to stop charging the ins for now, explaining the ins battery should begin to decrease. For the persistent 'poor recharge quality' message, agent attempted to redirect pt to healthcare provider (hcp) and representative(rep), but pt expressed concerns about hcp's ability to assist and stated the primary concern was the ins battery not decreasing. Agent had pt monitor and call back if the issue persists. Patient called back stating they were still continuing to get poor recharge quality while attempting to charge their implant. Patient noted they have been having trouble the past couple of days and were able to charge the implant to 40% yesterday; however, today they had been trying for 30-40 minutes and were continuously getting poor recharge quality. Patient again reported that they had a fall a month or so ago. Agent reviewed all external equipment has been replaced and redirected to hcp to check position of implant. Agent advised patient to call back if healthcare provider (hcp) confirms implant is in correct position.